Manufacturer narrative:
Based on the claim against the product by the customer noting unable to move, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse replaced the usm due to non-intuitive motion also crackling noise inside the usm. Isi has received the usm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the usm 4 was not able to move suddenly. The fse replaced the usm 4 due to non-intuitive motion and crackling noise inside the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur, as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted fundoplication surgical procedure, the universal surgical manipulator (usm4) was not able to move suddenly. Before calling in for technical support, the customer restarted the system, and after repositioning, the usm was working again. There was a scraping noise before this occurred. The surgeon also reported that the usm was harder to control than the others. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs, and no problems were found. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the additional information regarding this event: the system functionality was checked upon powering on the system, and the system initially powered on without errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the customer reported complaint ¿non intuitive motion on arm 4 and crackling noise¿. Due to the reported problem and damage of the fru connector pogo-pin (fcp) board, the technician was not able to continue testing the unit on the system nor patient side cart fixture test platform (pftp). The fcp board and fcp harness have to be replaced before further testing could be completed. After the initial repair was completed, the repair technician noticed a loose screw that had damaged the link 2 belts. This was causing the non-intuitive motion and the crackling noise from the unit. The unit was then tested on an in-house system and passed all the test. The fru connector pogo-pin, the fcp harness, and the link 2 belts were replaced as a fix to resolve the reported problem.

Event description:
Refer to h10/h11 for follow-up information.